Event description:
It was reported the patient was at the hospital preparing for surgery on (B)(6) 2026 when the doctor observed high sugar levels (specific blood glucose levels were not provided) while wearing the pod. Additionally, the patient reported receiving a "pod not compatible" error message. Symptoms reported include nausea and fatigue. The patient was treated with insulin. The pod was removed at the hospital and is not available. The patient was released the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.